Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, 8mm maryland bipolar forceps instrument was found to have burnt or melted insulation. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. It had charring and localized melting on both yaw pulleys in the space between the grips. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. Cauterization was being performed. The yaw pulley had insulation damage. The surrounding tissues were scorched, hence, the instrument stopped working. The surrounding tissues appeared to have charred. There was no instrument collision. No fragments fell inside the patient's body. The instrument has no photographic images of the device(s) or a video recording of the procedure available for isi review.